Event description:
It was reported that the procedure performed was to treat a heavily calcified, heavily tortuous superficial femoral artery that is 100% stenosed. During endovascular thrombectomy for a chronic total occlusion lesion extending from the left common femoral artery, an attempt was made to deliver and deploy 6.0x150mm supera self-expanding stent (ses) over a 0.014 ht command guidewire, via a contralateral crossover approach. After pre-dilation with multiple non-abbott balloons, resistance was felt and the thumb slide of the supera ses could not be fully advanced. The supera ses was presumed to partially deploy at the lesion site during device insertion. An unspecified drug-eluting stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified, heavily tortuous and 100% stenosed anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Interaction/manipulation of the device resulted in the noted outer sheath kink likely contributing to the reported difficulties. The noted stent implant being exposed 7 millimeters from the distal end of the sheath likely occurred due to handling or during packing/shipment for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.